Event description:
The port was placed 7/1/96 in the left subclavian. A dye study was done which showed the catheter had broken away from the port and lodged in the pt's ventricle. The catheter fragment was snared out in radiology.

Manufacturer narrative:
The break site was located approximately 1.5" proximal to the fourth depth mark. One half of the break appeared smooth & granular & the other half appeared jagged & rough. It appeared that the tubing may have been damaged by a blunt instrument, such as hemastats, then cut by the suture filament through the natural movement that occurs inside the body.

Manufacturer narrative:
The break site was located approximately 1.5" proximal to the fourth depth mark. One half of the break appeared smooth & granular & the other half appeared jagged & rough. It appeared that the tubing may have been damaged by a blunt instrument, such as hemostats, then cut by the suture filament through the natural movement that occurs inside the body.